Event description:
It was reported that this right ventricular (rv) lead exhibited low intrinsic amplitude. The patient had two chest x-rays which suggested potential lead fracture. Additionally, the patient has been in emergency department a couple of times with the same symptoms of presyncope and bradycardia. The physician agreed that the patient would need some type of revision and some programming changes. Additional information indicated that the lead was surgically abandoned and was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.